Event description:
A malfunction alarm with code malf 12 was reported, but it did not cause any adverse impact to the customer's blood glucose level. The customer had not reset the pump in the past 24 hours, so technical support provided instructions to reset it, and the customer successfully did so. After the reset, the malfunction alarm did not recur, and the customer was advised to continue using the pump and to contact support again if any issues reappeared.